Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a left ventricular (lv) lead and a right ventricular (rv) lead showed high, out of range (oor) shock impedances at rv lead. The rise has been gradual with possible physiologic change around the coil. Reprogramming the alert value was recommended for this rv lead. Also, high, oor left ventricular (lv) lead pacing impedances were observed. The lv lead was programmed off as they suspected an lv lead fracture. Both rv and lv leads remain implanted. No adverse patient effects were reported.